Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "the caller( hospira sales rep) received an email from the customer informing her that a sapphire device has an issue. The customer only provided the following: the complaint of the customer: epidural solution runs dry.